Event description:
Pt received two shocks from his defibrillator shortly after implantation due to "burping" of air through the header. These occurred while the pt was awake. Diagnosis or reason for use: sudden death.